Manufacturer narrative:
B3 date of event (B)(6) 2025 used as approximate date of event as actual date is unknown. Correction to h6 device codes.

Event description:
It was reported that a procedure was cancelled. An agent dcb mr 2.25 x 20mm was selected for treatment of the target lesion, which was moderately calcified and tortuous, and was 60 to 70% stenosed. During the procedure, the balloon was having difficulty advancing. Because of this, the procedure was cancelled. There were no patient complications.

Manufacturer narrative:
B3 date of event 09/01/2025 used as approximate date of event as actual date is unknown.

Event description:
It was reported that a procedure was cancelled. An agent dcb mr 2.25 x 20mm was selected for treatment of the target lesion, which was moderately calcified and tortuous, and was 60 to 70% stenosed. During the procedure, the balloon was having difficulty advancing. Because of this, the procedure was cancelled. There were no patient complications.